Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that prior to flutter procedure, a sureflex steerable sheath was selected for use. When the device package was opened, there was a different lot and model noted. The outer box lot number and device curve label reads different from the inner device packaging. No further information provided. The procedure was completed successfully and no patient complications occurred. The device is not expected to be returned for analysis.